Event description:
Affiliate reported that the valve was adusted from 110 to 180 without change in ventricular size. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the proximal connector has been cut away and not returned with the valve. It is not clear when the connector was cut off. It may have been during the explants of the device. This however could not be confirmed. During the functional testing it was found that the device programmed as expected, however the device could not be irrigated or tested for pressure since the connector was missing. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.